Event description:
This device was used during a gastric bypass surgery, the surgeon was using stapler to staple bowel. On the first fire, the jaws were closed down, and unable to fire, the stapler needed to be reversed to be removed from the bowel, the stapler and load was removed from the field and a new device used without incident. No harm to the patient.what was the original intended procedure?gastric bypass.device #1is this a laboratory device or laboratory test?no.